Event description:
A patient was admitted from another facility due to an inability to access the port-a-cath for chemotherapy. A chest x-ray and fluoroscopy showed the distal half of the line was not communicating with the proximal end and was lodged in the right ventricle. The patient underwent a procedure in special imaging for removal under fluoroscopy without further incident. The line was placed over a year ago at an outside facility.